Event description:
It was reported that the subject device had a blurred image from a distance. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged. Based on the results of the investigation, a definitive root cause could not be identified. However, it was likely that the meniscus of the r-unit section was broken, resulting in poor image quality. Additionally, no root cause was identified for the event of damaged fiber bonding in the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during unspecified procedure which was completed with a similar device.